Event description:
It was reported that the device would not power on with a known good battery. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and device repair offer. The customer declined the repair and informed that the facility is considering retrieving a replacement defibrillator.